Event description:
Voluntary medwatch received states that the atrial lead exhibited low out of range pacing impedance. The atrial lead was reprogrammed to higher voltage. No additional adverse patient effects were reported.